Event description:
Philips received a complaint on a patient information center ix indicating that there were no audible alarms. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: analyis was initially performed by remote service personnel which included troubleshooting. The customer indicated that the speaker had already been replaced and this did not resolve the issue. It was identified that the speaker had a loose contact. The customer requested a replacement motherboard. Onsite service personnel confirmed the issue and agreed to change the motherboard. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was the speaker connection of the motherboard. The issue was resolved by replacing the motherboard.